Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when sterile processing department was pulling apart to clean the tasp broke.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report for item were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Event description:
No additional information.